Event description:
The account noticed inconsistent results with architect ipth assay for 2 patients. Patient number (B)(6) tested architect ipth falsely depressed of 26.1 pg/ml with serum but tested higher of 64.2 pg/ml with plasma. The samples were repeated with results of 61.5 pg/ml with serum and 56.7 pg/ml with plasma. Patient number 118 tested architect ipth falsely elevated of 249.5 pg/ml with plasma but tested lower of 32.0 pg/ml with serum. The samples were repeated with results of 33.2 with serum and 35.2 pg/ml with plasma. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product list number 8k25-25, that has a similar product distributed in the u.s., list number 8k25-27. (B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Manufacturer narrative:
A review of complaint reports received, to date was performed. This review did identify an increase in complaint activity for reagent lot 02314c000. Therefore, the evaluation team performed testing using reagent lot 02314c000 using 3 architect instruments and 6 replicates of each control level in both the routine and stat modes. The individual replicate for each level was evaluated against the control value assigned ranges. This testing met acceptance criteria, all control values were within range. Additionally, a review of the product labeling concluded that the issue is sufficiently addressed. Based on the evaluation it has been concluded, that the architect intact pth assay is performing as intended.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.